Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system - single port w bd¿ maxzero needle-free connector the needle disengagement was difficult. The following information was provided by the initial reporter: cannulated patient vein. Nursing staff unable to disconnect gray hub from inserted catheter. Required 2 nurses to dislodge the gray hub. Investigation determined that the reported defect was needle disengagement difficult.

Manufacturer narrative:
D.1. Medical device brand name: bd nexiva¿ closed IV catheter system - single port w bd¿ maxzero needle-free connector. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: foz. D.2. Common device name: intravascular catheter. E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd received a 20 gauge nexiva single port unit from lot 2216874 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was used with no visible defects. The needle and tip shield were returned but no other components were present. The catheter had been disengaged but the assembly was not returned for investigation. Next, the engineer performed functional testing on the returned unit by pushing the needle through the tip shield and retracting it back to its original position. Resistance was felt but the device retracted successfully. Therefore, based off the visual inspection the engineer was able to verify the reported defect. After retraction, the tip shield was dissected to look at the washer. The washer¿s inner diameter was measured and found to be within product specifications. Finally, the diameter of the needle was measured and found to be within product specifications. As both components were within product specifications and the unit had been used, the exact root cause of the resistance could not be determined. However, this type of damage can occur if the washer was misaligned during retraction or if the needle was slightly bowed. The manufacturing facility has been notified of this incident and the findings.